Event description:
Related manufacturer reference number: 1627487-2018-13090, 1627487-2019-03477. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2019 during which the patients leads were re-inserted into the ipg resolving the issue.